Event description:
It was reported that a recent interrogation of an implantable cardioverter defibrillator (ICD) showed loss of capture for both the right atrial (ra) lead and right ventricular (rv) lead following an appropriate ventricular fibrillation (vf) therapy. It was noted the patient fell with the shock therapy and was syncopal. Lead impedance shows stable for both leads and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 5076-52, right atrial (ra) lead; implant: (B)(6) 2004; model: d314drg, implantable cardioverter defibrillator (ICD); implant: (B)(6) 2012. (B)(4).